Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the last office follow up the right atrial (ra) lead failed the capture. Prior to the follow up the lead had chronically high threshold, but still captured. The lead was capped and replaced. No patient complications have been reported as a result of this event.